Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose was higher than normal. Blood glucose value was 246 mg/dl. During troubleshooting, the customer confirmed having air bubbles in the tubing. The drive support cap is recessed, no insulin leak was found, insulin was not expired and insulin did exit the tubing with manual prime. Settings were correct and the cannula was not bent. The insulin pump passed the high pressure test. Customer was advised to change the entire infusion set and reservoir. Customer called back later and stated she was still experiencing air bubbles. The customer was pushing insulin from the reservoir and back in the vial; customer was advised this can cause more bubbles. Customer was advised to change the bubbles since the bubbles could not be removed. The reservoir is not being replaced or returned for analysis.